Event description:
It was reported the device displays a ¿speaker malfunction¿ with no audible sound from the monitor. The device was not in use on a patient at the time of event, there was no patient involvement.